Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation of the call. The patient alleged that the subject meter had been reading inaccurately high since he obtained it; the patient was unable to say when this was. He reported that on an unspecified date, he obtained an alleged inaccurately high blood glucose result on the subject meter of "295 mg/dl" versus "124 mg/dl" on another (unspecified) meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter's reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin (sliding scale). It is unclear if he made any changes to his usual diabetes management routine after obtaining alleged inaccurate results. He reported that starting 3 or 4 days after he received the meter, he became "very dizzy". He indicated that when such symptoms occurred, he drank juice to treat his symptoms. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure. The patient confirmed that his test strips were within expiry date and had been stored correctly in an intact vial. The patient described the correct testing steps and confirmed that an approved sample site had been used to collect the blood samples. The patient did not have control solution to test the meter and test strips and the cca provided education on its use and appropriate comparisons. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meets lfs' criteria for a serious injury adverse event, after obtaining alleged inaccurately high blood glucose results on the subject meter while taking insulin (sliding scale).